Event description:
Patient presented with pain, swelling and popping noise from the knee. The surgeon revised on the suspicion that the poly had become loose on the metal backed patella. Intraoperatively found no problems with the patella, but replaced the poly anyway.